Event description:
It was reported that the patient presented during generator exchange procedure. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.